Event description:
Reported via social media. It was reported that cardiac perforation and death occurred. A left atrial appendage (laa) closure procedure was performed with a watchman access system (was) and watchman flx closure device and delivery system (wds). At an unspecified point during the procedure, a perforation occurred, requiring surgical intervention. Two days later the patient died. No additional information is known.